Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer's blood glucose (bg) was recorded as high; cause was not known. Ketone level was high and healthcare provider identified ketones as dangerous. Customer administered an insulin injection to address bg. A pump system check was performed, and it was found that the cartridge had been in use longer than labeling. Technical support educated the customer on insulin labeling.